Manufacturer narrative:
The compressor was cycling in and out of standby mode. Our field service engineer confirmed the reported issue on-site, replaced the standby valve and performed functional tests before the compressor unit was returned to service. The standby valve was not returned. The conclusion in this matter is that the standby valve was defective. As no goods were returned for investigation, the root cause why the standby valve cycled in and out of standby could not be determined.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the compressor shut down. There was no patient harm. Manufacturer ref.#: (B)(4).